Event description:
Pt had a cardiac catheterization with bilateral renal angiography and angio seal was deployed in right femoral artery. Later pt complained of pain in right leg and a lower extremity run-off was performed. Angio seal device was partially obstructing right iliac. Attempted angioplasty of right iliac but pt required right common femoral artery endarterectomy with a vein patch graft two mos later.